Event description:
It was reported that the customer had a high and low blood glucose level. The customer's blood glucose level ranged from 40 mg/dl to 400 mg/dl. Customer states she used a box of expired sensors. Troubleshooting was not performed, but advised not to use expired sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.